Event description:
Following implant surgery on (B)(6) 2020, post-operative x-ray showed that the patient had a pneumothorax. The patient was admitted to the hospital and treated with a chest tube. Subsequent x-rays showed migration of the sense lead. The surgeon performed an immediate revision surgery to reposition the lead in the next lower rib space facing medially. The patient was discharged from the hospital (B)(6) 2020 with issues resolved.